Manufacturer narrative:
Follow-up #1: date of submission 02/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: a review of the black box showed an unusual 40 count drastic voltage drop leading to a warning alarm. A battery cap was not returned. A test cap was able to fit securely. The pump powered with auditory and vibratory alarms to a blank display. The display, keypad buttons, and rewind, load, and prime steps were unable to be tested. The temperature complaint was unable to be investigated due to the blank display. No intermittent conditions were found to the printed circuit board. (B)(4).

Manufacturer narrative:
Follow up #2 date of submission 02/02/2017. Correction to manufacturer narrative, and results code. The previous supplemental report should have read the following: follow-up #1: date of submission 02/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: a review of the black box showed an unusual drastic voltage drop leading to a low battery warning. A battery cap was not returned. A test cap was able to fit securely. The pump powered with auditory and vibratory alarms to a blank display. The display, keypad buttons, and rewind, load, and prime steps were unable to be tested. I would also add that the original complaint could not be adequately investigated due to the display screen being blank and found to be shattered. No intermittent conditions were found to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.